Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged load cell. It was further reported that the brakes were not holding due to the damaged caster stems and bent rue clips. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.